Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a red light-blank display and a cosmetic damage. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed for display issue and the issue was not resolved. Troubleshooting was performed for cosmetic damage and the pump slammed into the door. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with cracked case at the battery tube side located at the back of the pump extending to the side of the pump. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, pillowing keypad overlay and stained keypad overlay. Unable to perform the history review 1 week prior to the 07-mar-2025 due to flashing medtronic logo. Unable to generate the power management graph due to flashing medtronic logo. Display anomaly-blank display not confirmed. Unable to perform the required tests due to flashing medtronic logo. Display anomaly-flashing mdt logo was confirmed during analysis due to corroded pcba 2. Upload error confirmed (pump failed to download history files/traces due to corroded electronic assembly). Cosmetic damage was confirmed at the back of the pump extending to the side of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.